Manufacturer narrative:
Upon review of the current complaint details and investigation performed, there is no additional information provided.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the bipolar energy was not working on the integrated electrosurgical unit (iesu)/erbe. The customer swapped the instrument and energy cable, but the issue remained. The technical service engineer (tse) had the customer restart the erbe generator, but this did not resolve the issue. The lack of having a functioning bipolar instrument delayed the procedure approximately 90 minutes. No repair was needed to the lung tissue, but several hemostatic agents were used to control bleeding throughout the case. No blood transfusions were reported. A field service engineer (fse) was dispatched and replaced the generator. The procedure was completed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The generator was replaced to correct the reported problem. The system was tested and verified as ready for use. The fse completed a system test drive and verification after replacement without issue. The unit was returned for failure analysis, but the reported failure could not be reproduced with the erbe generator connected to the system. Logs could not confirm the fault that occurred in the field. Upon visual inspection, the unit had no significant scratches or dents, and the front bezel was in decent condition. The unit energized and cauterized and all ports recognized instruments on the system. An m-b0 error was identified as a potential cause for this issue. The event investigation is in progress.